Event description:
The customer reported an a21 alarm. The blood glucose reading was 125 mg/dl. The insulin pump was not stored for an extended period of time. The customer was assisted in performing a self test. The patient was advised to monitor the unit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.